Event description:
Customer was contacted through an outreach program and she reported her insulin pump has been alarming for the past two weeks. The alarms have been waking her up. She also stated she could not upload her data to her computer. She called the help line and was told someone would reach out to her, but no one ever did. Attempts were made to contact customer and help her with her issues, but she never picked up the phone. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.